Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys toxo igg immunoassay results for 1 patient tested on a cobas 8000 e 602 module compared to the competitor results from both a liaison and vidas system. The patient has had three separate samples tested all of which showed the same reportable malfunction for toxo igg when compared to the competitor methods. Please refer to the attachment to this medwatch for patient data. Discrepant results that are a reportable malfunction are highlighted. It was unknown if the erroneous results were reported outside of the laboratory. The customer did state that the patient was treated with an antibiotic due to the unclear toxoplasmosis status. There was no allegation of an adverse event. The cobas e602 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The customer's calibration and qc results were acceptable. Two samples were received for further investigation. The positive toxo igg results were reproduced. The positive toxo igg were confirmed positive by a reference method (lineblot recomline testing). The reagent was performing as expected.